Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets would not connect to the patient. These events occurred after priming the set. The issue was resolved by replacing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by connecting one female luer (not provided by the customer) and the device. No defect was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.